Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Surgeon revised a unix #2 baseplate and replaced with another #2 baseplate. Due to poor bone quality, surgeon cemented the new baseplate on, along with 2x screws. Surgeon is aware that this was off-label.

Manufacturer narrative:
An event regarding off-label cementing involving a unix tibial tray was reported. A review of the unix surgical technique, literature number 11484 unxsurgp, version 1, indicated that the prosthesis being used are cementless. The surgeon in this event cemented the baseplate. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Surgeon revised a unix #2 baseplate and replaced with another #2 baseplate. Due to poor bone quality, surgeon cemented the new baseplate on, along with 2x screws. Surgeon is aware that this was off-label.